Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. It was recommended that the power switch overlay be replaced. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the orange and green light emitting diode (led) had a contact failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 20mar2019. The fse replaced the power overlay switch and the issue was resolved. The fse also replaced the battery, filters, blower assembly, cooling fan and tubing kit as part of preventative maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.